Event description:
Medtronic received a report regarding a labeling issue on a tracheostomy tube. The customer reported the markings and color code indicating size are no longer visible. There was no patient injury with this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.